Manufacturer narrative:
H10: the replaced 3rd and 4th solenoid valves were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech) to investigate the alleged check vent: proximal pressure sensor auto-zero failed alarm. Referencing the ventilator software requirements document, step 2 testing was performed on the 3rd solenoid valve resulting in no problem being found. The pil tech connected the returned 3rd solenoid valve to proximal pressure auto zero position (position 3) of the pil test device gas delivery subsystem. The pil v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval called out in the ventilator software requirements document for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. No proximal pressure sensor autozero failed error was generated resulting in a conclusion of no fault found. For the 4th solenoid valve returned to the pil, the pil tech operated the returned 4th solenoid at position 3 of gds without any issue. No proximal pressure sensor autozero failed error (110b) was generated resulting in a conclusion of no fault found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device experienced a 110b diagnostic code (check vent: proximal pressure sensor auto zero failed). The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) confirmed the issue by checking the device report and finding the 110b diagnostic code. The asp then replaced the 3rd and 4th solenoid valves to resolve the issue. The asp performed periodic maintenance and no further malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.